Event description:
It was reported that the patient presented in the clinic for the device changeout. During the procedure, cautery was used and the pulse generator paused and did not pace. The device was explanted and replaced successfully. The patient was stable throughout the whole procedure.

Manufacturer narrative:
The reported field event of loss of output was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.